Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos of device. Unformed staples were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A potential root cause is thick tissue. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic upper and lower lobe lung biopsy procedure on a patient with interstitial disease the lung tissue did not close properly because the staples did not work and there was leakage, so they underwent intensive care. Patient in the intensive care area, have subcutaneous emphysema. The patient will remain in the hospital for an additional week for care. The staplers fell within the patient cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.